Manufacturer narrative:
Event summary: visual inspections of mapping catheter 990063-020/215550759, showed the shaft and introducer were both kinked, as well as a kink in the loop. The reported issue does not indicate a catheter manufacturing related defect. In conclusion, the mapping catheter failed the returned product inspection due to a shaft kink, loop kink and kink introducer. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.